Event description:
As reported by the user facility: event 2: the streamline bloodline set are not functioning as expected. When the staff tried to return the patient blood, it is not pulling the saline through the line just pulling air. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2. The samples were functionally leak tested; the results noted no leakage was observed. In an attempt to replicate the defect, the samples were attached to the waterline in order to see if the fluid was able to run through the line with no air bubbles appearing in the line; no air was observed to be introduced into the set during testing. A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the samples are within specification. The reported defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.